Event description:
Reporter alleged obtaining a discrepant blood glucose result of 245 mg/dl back to back with a result of 102 mg/dl on the aviva system when testing was performed less than 10 minutes apart. Reporter stated that he took an unknown amount of glyburide in between the readings and prior to them. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.